Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a reading of 325 mg/dl and ketones. Prior to the event, the customer experienced high blood glucose levels as high as 400 mg/dl. The customer treated with the insulin pump, but the blood glucose levels remained high during the night. The customer was also vomiting. Troubleshooting was performed and found three no delivery alarms in the history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.